Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced photometer lamp, part number 476320, to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron system generated false low total bilirubin (tbil) results on multiple patient samples. The erroneous results were released from the laboratory. The customer reran the patient samples and amended the results. There was no change in patient treatment in association with this event.